Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user. Address line 1: (B)(6).

Event description:
The brazil customer reported the equipment no longer showed the staining/reaction of antibodies with some slides. The field service engineer repaired the instrument by cleaning out a partial obstruction in the probe. The customer was able to complete testing. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.